Event description:
A report was received that the patient had a dural leak after a trial procedure but prior to permanent implant. The event was procedure related. The patient was treated with a blood patch and the issue was resolved.

Manufacturer narrative:
Expiration date: ni. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
.

Event description:
A report was received that the patient had a dural leak after a trial procedure but prior to permanent implant. The event was procedure related. The patient was treated with a blood patch and the issue was resolved.